Manufacturer narrative:
The tech replaced the head up valve to repair the bed.

Event description:
Info received indicates the head of the bed will not rise when the head up button is pressed. The motor turns on and the knee will rise when the head button is pressed.